Event description:
Patient reported cadd ms3 sn (B)(4) lost its programming. Patient using backup pump. No adverse effect reported. Did the reported product fault occur while in use with a patient? No. Did the product issue cause or contribute to patient clinical injury? No. Is the actual device to be returned for investigation? Yes. Did we replace the device? Yes. Reported to (B)(6) by: patient/caregiver.